Manufacturer narrative:
Date of event and patient weight is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a recent fall the patient experienced ineffective therapy is unable to enter MRI mode. Diagnostics revealed a high impedance on the patient's l4 lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction: a4 - the patient weight should have been 146 pounds rather than 160 pounds. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the l4 lead was replaced to address the issue.